Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and a lead alert due to low impedance. It was also reported that capture management could not run in the presence of noise. During manual testing, rising thresholds were noted. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.